Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequelae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
According to information received as of oct. 21, 2021, a female patient was injected with 0.5 ml of teosyal rha 2 into bilateral nasolabial folds, lower and upper lip, lower and upper vermillion border on (B)(6) 2021. A few hours post-injection, the patient presented with slight whitish spots on the vermillion border lips. A local medical expert was put in contact with the injector to advise on this case. The expert suspected the event was a vascular compromise. As a corrective action, the latter recommended hyaluronidase injection for the patient. We were informed that on the same day ((B)(6) 2021), the patient received hyaluronidase, and the symptom was improving well. The next day, on (B)(6) 2021 the blanching areas had disappeared completely, and only a mild bruising presented on the injection site.